Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder customer found blood pooling on top of vacutainers. The following information was provided by the initial reporter. The customer stated: we have found that blood pooling on top of vacutainers, it is happening again. I already complained about this in 2018 and it was resolved, but unfortunately has recommenced. It happens with the 21gx1" needles more so than the22g.

Manufacturer narrative:
Investigation summary: material #: 368835. Lot/batch #: 0183257. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood pooling was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and the issue of pooling / leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode blood pooling / leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder customer found blood pooling on top of vacutainers. The following information was provided by the initial reporter. The customer stated: we have found that blood pooling on top of vacutainers, it is happening again. I already complained about this in 2018 and it was resolved, but unfortunately has recommenced. It happens with the 21gx1" needles more so than the 22g.